Event description:
On september 10, 1997 the dist rec'd a letter from the complainant the dist of the injury. The complainant was wearing slider sl2 sunglasses while riding her bicycle. She fell and hit the ground breaking the frame of the glasses. She rec'd a cut and required plastic surgery. The dist believes the injury was caused by the person falling on her face and not by the dist's product.